Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was noticed that the cartridge was not on the device. Another device was used to complete the case. There was no pt consequence.